Event description:
A report was received that the patient was experiencing non-target stimulation and that the stimulation was also causing severe migraine headaches. Database analysis revealed high impedance. The physician took an x-ray and suspected there might be an issue with the lead. It was suspected that there could be a frayed lead.

Manufacturer narrative:
Additional information was received that the patient was scheduled for a revision; however, the patient will not proceed with the procedure. There will be no further course of action at this time. It was also reported that the physician was not sure if the stimulator was causing the patient's migraine headaches. The device was not return to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing non-target stimulation and that the stimulation was also causing severe migraine headaches. Database analysis revealed high impedance. The physician took an x-ray and suspected there might be an issue with the lead. It was suspected that there could be a frayed lead.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, lead and the lead extensions were replaced. Device malfunction was suspected with the ipg and the lead. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was experiencing non-target stimulation and that the stimulation was also causing severe migraine headaches. Database analysis revealed high impedance. The physician took an x-ray and suspected there might be an issue with the lead. It was suspected that there could be a frayed lead.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device exhibited no sign of anomalies. After activating the settings, its outputs were monitored on an oscilloscope for hours. The stimulation outputs were steady and accurate on all electrodes. Sc-8216-50 ((B)(4)) device evaluation indicated that the lead passed photographic imaging test performed. The lead was cut, and the proximal ends were not returned. Inspections confirmed that none of the cables were fractured. Damage to the device was a result of a typical explant procedure and was not considered a failure. Sc-3138-25 (sn (B)(4)) device evaluation indicated that the lead extensions passed photographic imaging test performed. The lead extensions were cut, and the proximal ends were not returned. Inspections confirmed that none of the cables were fractured. Damage to the devices was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient was experiencing non-target stimulation and that the stimulation was also causing severe migraine headaches. Database analysis revealed high impedance. The physician took an x-ray and suspected there might be an issue with the lead. It was suspected that there could be a frayed lead.

Event description:
A report was received that the patient was experiencing non-target stimulation and that the stimulation was also causing severe migraine headaches. Database analysis revealed high impedance. The physician took an x-ray and suspected there might be an issue with the lead. It was suspected that there could be a frayed lead.